Event description:
A malfunction was reported with the display of malf 16, which recurred after resetting the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.